Event description:
It was reported that during an implant attempt, the physician was unable to remove the stylet from the lead. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented, blood ingress into the lead lumen occurred during the attempted implant. After the blood dried, it is likely that it became difficult to remove the stylet. While pulling on the stylet in an attempt to remove it during the attempted implant, the distal conductor was distorted/kinked-buckled, likely resulting in the stylet becoming increasingly stuck within the lumen. The stylet could not be removed during the analysis without damaging the lead. The stylet was not removed. The stylet insertion test could not be performed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.